Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? Did the I blade get damaged or break off? Is the jaw damaged but not broken off? Is the top jaw loose but not detached? Is the top jaw ptc material damaged? Is the black ptc in the upper jaw detached? Is the top jaw broken off the of the device? There is no other information available at this time. I will update the product complaint as information becomes available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during lap hysterectomy, as they were trying to graft the tissue to seal it they experienced locking of the jaws and eventual breakage at the jaw. Case completed with a medtronic device. No patient harm was reported.